Manufacturer narrative:
Image analysis: fluoroscopic images were provided for review. The image shows the left coronary system with contrast injection. The target lesion in the lcx is identified. No pre-dilation or failed delivery of the onyx trustar device were captured on the images, therefore, the root cause of the failure to deliver and the stent deformation cannot be confirmed from the images. The images show the deployment of the 30mm stent followed by contrast injection into the vessel showing the final vessel patency. Correction: the device did not detach in two pieces, but remained in one piece mounted on the delivery balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: one still image was provided for review. The distal end of a stent device is shown held in gloved hands. There appears to be mid stent deformation evident. Additional information: it was later reported that only the stent deformation occurred. There was no damage on the catheter. The device did not detached in two pieces. One piece mounted on the delivery balloon. The lesion being treated was not calcified and no significant coronary angulation or tortuosity with 80% stenosis located in the circumflex (cx) artery. The device was inspected prior to use with no apparent flaws. No negative prep was performed. Direct implantation was decided as the lesion did no present adverse features. The device did not pass through a previously implanted stent. Facility address patient age, sex and weight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx trustar coronary drug eluting stent failed to cross the lesion, and when the device was removed a rupture of a stent segment was noticed, with disarticulation of the struts and loss of architecture. It was also reported that during advancement through the guide catheter the catheter detached, cracked, or fractured. The lesion being treated was located in the circumflex (cx) artery. Left radial access was obtained and a 6f introducer was used. A 6f non-medtronic guide catheter was used, and a 0.014 non-medtronic guide wire was advanced towards to atrioventricular (av) branch. The lesion was pre-dilated using a 2.0x15mm balloon. It was then attempted to advance the 2.25x30 mm onyx trustar stent but it was unable to cross the lesion. Resistance was encountered when advancing the device, but excessive force was not used during delivery. The device was not kinked and re-straightened during use. The lesion was further pre-dilated with a 2.25x12 mm balloon and another 2.25x3.0 mm onyx stent was successfully delivered and released at 14 atm. Angiographic control showed no residual lesion with timi 3 epicardial flow and grade 3 m yocardial perfusion. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient was reported to be hemodynamically well and is alive with no injury.